Manufacturer narrative:
(B)(4). This complaint for a system error 2267 (air in set) occurred during drain 1 of 5 was not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, an event log review was not performed, and the user did not describe any type of use error that might have caused the alarm. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting a system error 2267 (air and fluid in the set) alarm had occurred during drain 1 of 5. The technical service representative (tsr) instructed the home patient (hp) to turn the hc on and reviewed the alarm log and confirmed the alarm. The tsr explained the alarm and recommended the hp contact baxter at the time of the alarm. The cause of the alarm was undermined. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2011 regarding the system error 2267 alarm. The pd rn stated the home patient (hp) was in the clinic last week and he did not mention the alarm to her. The pd rn stated the hp was using the cycler for therapy without problems. There was patient involvement. No patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.